Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation down her left leg and now had pain in her right mid leg area after she bent down to pick something up on the bottom shelf at the grocery store. She felt a "pop" then it hurt. The patient continued to feel the shocking when the device was turned on. She had a shocking sensation in the top part of her left leg when she put pressure on her leg. The patient now felt pain in both legs (with "horrible pain" in the right leg). When the device was turned off, the shocking in the left leg stopped. Additional information was requested.